Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller damage was confirmed via testing of the returned controller. The heartmate 3 system controller ((B)(6)) was returned for analysis with a broken backup battery screw tab and damaged user interface (ui)/housing. Log files were downloaded for review. The controller was connected to a mock circulatory loop and the pump was able to start up as intended the controller was able to support the pump. However, controller fault alarms were observed and pump running led was not illuminated. Of note, when connected to the mock circulatory loop, external power was removed and the backup battery still supported pump function without issue. The controller was disassembled to inspect the internal components. Extensive damage was observed to the ui assembly, consistent with the report of the user having crushed their primary with a 250-pound stone. The ui assembly was then replaced, resolving the controller fault alarms and pump running led. The controller was then connected to a mock circulatory loop and the pump started up as intended and supported the pump. The controller then underwent functional testing and passed all steps. No further troubleshooting was performed. Incidental findings: - a cut in the black power cable was observed exposing the shield. - the red (digital ground), orange (transmission communication), brown (rsoc), and blue (receiving communication) internal wires of the white power cable were observed to be open loop. On the black power cable, the brown internal wire was observed to be open loop. - additionally electrical tape was observed to be securing the backup battery and the ribbon cable. - both strain reliefs were damaged: - the power cable was stripped, evidence of fluid ingress was observed. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev. A) section 2 ¿ ¿how your heart pump works¿, section 3 ¿ ¿powering the system¿, section 4 ¿ ¿living with the heartmate 3¿, and section 6 ¿ ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller. Heartmate 3 patient handbook (rev. A) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient performed an emergent system controller exchange after having crushed their primary with a 250-pound stone while building a retaining wall. The display was no longer working and the pump running symbol was off at the time. The crushed controller was able to be powered up, and a controller fault alert was seen. Log files were unable to be obtained. The patient was stable and remained outpatient. A new backup controller was issued. A pump stop was not confirmed via log files. The event had been kicked out due to pulsatility index (pi) events.